Manufacturer narrative:
After receiving further information, an updated clinical review was performed. The customer clarified that during the event rosc was achieved and defibrillation was not required. The device data also shows the patient had an organized rhythm. Stryker determined the device did not contribute to the patient's outcome.

Event description:
The customer contacted stryker to report that their device would not detect defibrillation pads and would not shock. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Customer didn't have pads to evaluate. The root cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical evaluation of the event and determined the device may have contributed to the patient outcome.

Event description:
The customer contacted stryker to report that their device would not detect defibrillation pads and would not shock. The patient associated with the reported event did not survive.